Manufacturer narrative:
A patient experiencing changes in charging pattern was reported to abbott. Ipg required more frequent charging, however it did not provide 24 hours of therapy between charges. Ipg was explanted and replaced, but not returned for analysis. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg had an increased recharge burden. The ipg was subsequently explanted and replaced on (B)(6) 2020.